Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image functions did not function properly due to the failure of the charge couple device, however the root cause is unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis eus ultrasound bronchofibervideoscope exhibited double ultrasound image due to the ultrasound probe wires wrongly connected during repair. The event occurred during an endobronchial ultrasound (ebus) procedure. It was reported that the issue first occurred on (B)(6) 2023 and on (B)(6) 2023 the customer noticed the same issue during the procedure and the procedure was successfully completed using another scope. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifier (B)(6) (B)(6) 2023, event).